Manufacturer narrative:
The device has not been returned to conmed for evaluation, therefore; the reported failure cannot be verified. A 2-year historical review of complaint data found 5 similar complaints, with 6 devices, for this product family and failure mode combination. (B)(4). A risk analysis was performed and found this failure mode and occurrence level to be acceptable and consistent with current risk documents. It is good medical practice to inspect devices prior to use. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The user facility reported that the trs100sb2 bag broke during a procedure. To date, no additional information regarding the patient status or procedure has been made available. No patient injury was reported. This report is raised on the basis of a reported malfunction with potential for injury with recurrence.